Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient went to the hospital due to peritonitis. Upon follow-up, the patient¿s pd nurse reported the patient was experiencing symptom of abdominal pain. As a result, the patient was admitted to the hospital with peritonitis. Per the nurse, the patient¿s pd culture (date not provided) yielded an elevated white blood cell (wbc); result not available. The patient was reportedly treated with antibiotics (unknown medication, dose, and route) while hospitalized. The patient remained hospitalized at the time follow-up was conducted. However, it was anticipated the patient would be discharged on (B)(6) 2021. It was reported the patient will remain on antibiotic therapy with vancomycin and levaquin intra-peritoneal (ip) on an outpatient basis and continuing home pd with the same cycler. The nurse stated the cause of the peritonitis was unknown. However, per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy manually, the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency caused the peritonitis. Based on the available information, the cause of the peritonitis cannot be firmly established. However, peritonitis is a well-documented complication in patients undergoing pd therapy that is most often caused by a breach in aseptic technique during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient went to the hospital due to peritonitis. Upon follow-up, the patient¿s pd nurse reported the patient was experiencing symptom of abdominal pain. As a result, the patient was admitted to the hospital with peritonitis. Per the nurse, the patient¿s pd culture (date not provided) yielded an elevated white blood cell (wbc); result not available. The patient was reportedly treated with antibiotics (unknown medication, dose, and route) while hospitalized. The patient remained hospitalized at the time follow-up was conducted. However, it was anticipated the patient would be discharged on (B)(6) 2021. It was reported the patient will remain on antibiotic therapy with vancomycin and levaquin intra-peritoneal (ip) on an outpatient basis and continuing home pd with the same cycler. The nurse stated the cause of the peritonitis was unknown. However, per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event.